Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument began moving in the opposite direction of surgeon's hands. Device functioned properly at the beginning of the procedure. After approximately 30 minutes, the device malfunctioned. A new device was opened and the procedure was completed. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.